Manufacturer narrative:
No frozen screen noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No blank display noted during testing. All buttons function properly. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 73: (B)(6) 2024 17:16:00.000 and fault 104: (B)(6) 2024 07:45:00.000 were found in the history files and traces. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor and keypad flex connector. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case (battery tube) and serial number label missing. Frozen screen was not confirmed during analysis. Blank display not confirmed. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a frozen display screen, blank display, and keypad unresponsive. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported a frozen display screen with no response from button presses. Time clock advanced. The pump alarm occurred prior to or during to frozen display. The error table indicated the pump should be replaced. The customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. The pump has not been exposed to altitude change. Time does advance when the display is observed. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.